Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the (B)(6) on a cobas e 411 immunoassay analyzer (e411). There were no issues with any other tests run on the analyzer. The patient submitted the sample for visa purposes. The sample resulted as(B)(6) when tested on the e411 analyzer. The customer re-centrifuged the sample and repeated the test after performing analyzer maintenance, re-calibrating, and checking quality controls. The repeat result was (B)(6). The sample was sent to the communicable disease center, where it was tested on a abbott architect analyzer. The result from the abbott architect analyzer was around (B)(6) the sample was then sent to the (B)(6) for further investigation and it had (B)(6) results when tested with an elisa method. No adverse events were alleged to have occurred with the patient. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The calibration data are within specifications. Based on the provided data, no instrument problem could be identified. No hardware or software problem could be identified. The issue was solved by re-centrifugation of the sample, performing analyzer maintenance, re-calibrating, and checking quality controls.